Event description:
The pt was injected in the cheeks and nasal labial folds. Pt developed slight tingling in hands and feet shortly after injection. Symptoms worsened over the next 3 days and pt was hospitalized. Initial diagnosis by attending neurologist on (B) (6) 2010 was possible guillain-barre syndrome.

Manufacturer narrative:
Pt was diagnosed with possible guillain-barre syndrome in the emergency room and admitted for observation. Pt continues to improve and be monitored by primary care physician and neurologist. Injecting physician does not feel the symptoms were related to the injection as the pt has had two prior injections, both without incident. A review of the device history records indicates the reported lot #1017210 met all specifications prior to release.